Manufacturer narrative:
An application support manager (asm) was at site and spoke on the importance of having an operating room environment that is stable/monitored and within recommended temperature and humidity ranges (68*f - 72*f / 40% - 45%); having the star and idesign regularly maintained by service engineers; patient manifest and cycloplegic refraction and corneal topography performed; a good tear film with dry eye condition resolved and under control. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had customvue myopic lasik on (B)(6) 2024 on both eyes (ou) and was overcorrected. On (B)(6) 2024, patient had a conventional retreatment ou. Right eye is fine but left eye had epi ingrowth. It was also reported that patient has a history of dry eyes. During the time of surgery customer was also having heating, ventilation, and air conditioning (hvac) and operating room temperature was generally kept below the recommended range but has now been repaired. No additional information was provided. This report is against the idesign. A separate will be filed against the star laser.

Manufacturer narrative:
Additional information: account reported that patient's initial are cb and they do not wish to disclose weight and race. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.